Manufacturer narrative:
Device has not been received for evaluation.

Event description:
It was reported that the clinician had difficulty inflating the balloon during pre-insertion testing. No patient complications were reported follow-up indicated that the patient was diagnosed with asystole. The three possible lot numbers reported.